Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the liquid crystal display was bleeding. It was also noted that the output connector assembly was broken. One encoder knob was contaminated. The lower case was cracked next to the battery drawer. The display wire insulation was pinched but insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined on analysis that the external pulse generator (epg) tested out of specification during manufacturer's assessment. There was no patient involvement.